Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a decentered intraocular lens (iol) implant approximately four months after an intraocular lens implant procedure. The surgeon also reported seeing opacities on the iol. The patient complains of a decrease in distance vision as well as having to cover his right eye to see to read at near. The surgeon diagnosed the patient with a mild epiretinal (erm) membrane at the postoperative exam. The surgeon does not feel that the decrease in vision is a result of the erm. Additional information has been requested.